Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) pump alarm occurred on a fresenius 2008t hemodialysis (hd) machine after the initiation of the patient's treatment. The biomed changed the uf pump, actuator board and cable and distribution board. Technical support advised the nurse to swap the sensor board and cable, motherboard, or function board eeprom. Upon follow up, biomed confirmed the uf pump alarm event occurred during patient treatment. Biomed switched out the uf pump, actuator board with cable, distribution board, and function board from a known good machine but issue not resolved. Biomed has yet to try a known good sensor board with cable or motherboard. Therefore, the machine has not been returned to service. Upon further follow up, the primary care technician (pct) reported the 2008t machine displayed a uf rate of 0 and was not pulling anything from the patient. The patient was using a fresenius (B)(4) dialyzer at the time. The pct stated that the machine was manually adjusted after the alarm to the original uf goal and treatment time settings but no change. The uf was not turned off at all during treatment. It is unknown if the up/down arrow keys were used to program the settings. The pct confirmed that the patient was transferred to a different machine and was able to successfully complete treatment with new supplies. The correct amount of fluid was removed from the patient at the end of treatment. The patient¿s pre and post treatment weights were unknown, however the same scale was used for both readings. The pct confirmed that the patient did not eat or drink at all during treatment and no additional fluids were provided to the patient. The pct confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. The patient is currently doing well and is continuing regular hd treatments without further issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) pump alarm occurred on a fresenius 2008t hemodialysis (hd) machine after the initiation of the patient's treatment. The biomed changed the uf pump, actuator board and cable and distribution board. Technical support advised the nurse to swap the sensor board and cable, motherboard, or function board eeprom. Upon follow up, biomed confirmed the uf pump alarm event occurred during patient treatment. Biomed switched out the uf pump, actuator board with cable, distribution board, and function board from a known good machine but issue not resolved. Biomed has yet to try a known good sensor board with cable or motherboard. Therefore, the machine has not been returned to service. Upon further follow up, the primary care technician (pct) reported the 2008t machine displayed a uf rate of 0 and was not pulling anything from the patient. The patient was using a fresenius 180nre dialyzer at the time. The pct stated that the machine was manually adjusted after the alarm to the original uf goal and treatment time settings but no change. The uf was not turned off at all during treatment. It is unknown if the up/down arrow keys were used to program the settings. The pct confirmed that the patient was transferred to a different machine and was able to successfully complete treatment with new supplies. The correct amount of fluid was removed from the patient at the end of treatment. The patient¿s pre and post treatment weights were unknown, however the same scale was used for both readings. The pct confirmed that the patient did not eat or drink at all during treatment and no additional fluids were provided to the patient. The pct confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. The patient is currently doing well and is continuing regular hd treatments without further issue.